Event description:
It was reported that a flogard infusion pump experienced a condition of "locked equipment". There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of "locked equipment" was confirmed as a damaged sensor board. No repairs have been performed; the device will be swapped out. If any additional relevant information is received, a follow up MDR will be sent. (B)(4).